Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-may-2026, a sales representative reported via email that four ar-1938bch knotless biocomposite hip suturetak anchors would not convert. This was discovered during a hip labral repair procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 26-may-2026: the reporter stated that during attempted conversion of the anchors, the repair suture broke during shuttling. All four anchors were affected in the same manner. The anchors were confirmed to be fully seated prior to attempting conversion. Two anchors pulled out of the bone, while the remaining two were left in place and the sutures were cut. The case was completed using new ar-1938bch knotless biocomposite hip suturetak. No surgical delay or additional anesthesia was reported. The repair suture was identified as the component that broke, and all resulting fragments were retrieved.